Event description:
It was reported that this right ventricular (rv) lead exhibited gradual shock impedance high out of range. The lead was later on explanted and replaced. No additional adverse patient effects were reported.